Manufacturer narrative:
(B)(4). Film review analysis: review of CT¿s and 3d film report 7 years post-implant revealed that a talent bifurcate, aneurx aortic cuff, and aneurx limbs were implanted in the patient. The talent bifurcate was positioned ~ 2cm below the lowest left renal artery, within the aaa sac just below the angulated neck. The proximal margin of the aortic cuff was near the level of the talent bare springs, ~5mm below the left renal artery. The aortic diameter near the level of the sma and right renal artery measured 24mm, and the neck diameter near the lowest left renal was 27mm. The bifurcate od measured ~37mm and was unopposed to the aortic wall, and the aortic cuff diameter was 29mm. The aortic body of the bifurcate and the cuff were essentially straight, but were both angulated ~60 deg l-r; relative to the proximal neck. The max diameter aaa measured ~6cm and there was a proximal type I endoleak coming from the bifurcate/cuff. The talent ipsi limb was on the right side, and was extended with another limb into the right iliac. A stent was also seen placed into the tortuous right external iliac artery. The contra limb and extension were implanted into the left common iliac. The iliac limbs were not kinked or compressed, the stent grafts aortic body and limbs were patent, and no occlusion was seen distal to the stent grafts. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the images provided. Pre-implant anatomy is unknown, and earlier post-implant films were not available for review and comparison. The implanted position of the bifurcate and aortic cuff is unknown. It is possible that disease progression, with neck dilatation and angulation, may have contributed to the proximal type I endoleak.

Event description:
A talent 34x16x155 stent graft system and aneurx 28x40 aortic cuff were implanted in the patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that a CT conducted seven years post index procedure revealed that the aneurx aortic cuff and the talent bifurcate had a proximal type I endoleak. Currently, the length from the left renal artery to the top of the cuff is 5 mm. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of a dilated and angulated aortic neck. No additional sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.